Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed compromised force sensor system. Customer's blood glucose was unknown. Customer was advised the device need to be replaced and agreed to return the device for further analysis.